Manufacturer narrative:
Manufacturing plant received the actual sample from the patient on 12/08/2017 its original package from product line 050-87216 lot # 17hr08127, during disinfection of the sample the alleged failure was confirmed, the cassette was inspected with the microscope and noticed two pin holes in the film, no damage on the hard plastic was found. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for air detected in the cassette during fill 3 of 6. The alarm could not be cleared and treatment was discontinued. When removing the cassette the patient found that it had leaked fluid into the cycler. During follow up the patient reported that she did not have any infection or adverse event. She had gone to the clinic and was prescribed prophylactic antibiotic (type and dose unknown). The cassette may still be available for evaluation but has not been returned at this time.